Manufacturer narrative:
It was reported that there was a leak. 217 representative samples were returned for investigation. Evaluation of 59 samples were performed. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. 59 sets were primed with water and no observation of a leak was observed. The customer complaint was unable to be replicated. A device history record review for material# 2426-0007 and lot# 23109374 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause could not be determined because the issue could not be replicated.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim: ref (B)(4), lot 23109374, issue: leakage , doe: 26jan2024, pt harm: no. Sample yes but only representative sample acutal dev ice was chemo contaminated and discarded. Advised hcp that we are able to decontaminate if any future occurences happen. This case is realted to pr 9532785, when following up customer advised of second occurence: